Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1640389 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02nd december. The returned device lab findings and observations can be referred through the attached files. Flexor was observed broken at the clear section. Stent partially deployed on return. Handle actuating fine. Unable to release the stent due of damage on clear section of flexor. Following the lab evolution addition information was requested, as per information received the product was inspected for kinks or damage before use. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1640389 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1640389; upon review of complaints this failure mode has not occurred previously with this lot #c1640389. The instructions for use ifu0062-5 which accompanies this device instructs the user to ""visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿ deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and 'flexor kinked/stretched/broken/compressed' . No adverse effects to the patient have been reported as occurring. The item failed to open/deploy and had to be removed and replaced by a different device. "As per complaint form": the guide wire was placed and the evolution stent was positioned in accordance with the consultants requirements however, the stent did not fully deploy and had to be removed.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿ deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and 'flexor kinked/stretched/broken/compressed' . No adverse effects to the patient have been reported as occurring. The item failed to open/deploy and had to be removed and replaced by a different device. "As per complaint form": the guide wire was placed and the evolution stent was positioned in accordance with the consultants requirements however, the stent did not fully deploy and had to be removed. Additional information received on 27-nov-2019 confirming that stent was not partially exposed. Remaining reportable under 'flexor kinked/stretched/broken/compressed' precedence and removing 'deployment issue' precedence. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'flexor kinked/stretched/broken/compressed' . No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿ deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and 'flexor kinked/stretched/broken/compressed' . No adverse effects to the patient have been reported as occurring. The item failed to open/deploy and had to be removed and replaced by a different device. "As per complaint form": the guide wire was placed and the evolution stent was positioned in accordance with the consultants requirements however, the stent did not fully deploy and had to be removed.